Event description:
It was reported that the insulin pump was making a screeching noise during rewind. The customer was experiencing high blood glucose of 280 mg/dl and troubleshooting was performed for the high blood glucose. The time was off by 4 minutes on the insulin pump. It was advised to monitor the insulin pump and to change out site, set, and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.